Event description:
Remediation-physician evaluation: this case was a gentleman (age not available) with a left ophthalmic aneurysm. The physician used a 105 x 8 mm. No severe proximal tortuosity was present; however, there was a stenosis at the proximal ica. The 070 was placed past the stenosis and into the vertical petrous. During the initial catheter placement and contrast runs, the physician noticed the proximal shaft, just below the yellow strain relief, had been pinched. Since the lumen was not severely kinked or occluded, he felt it would be fine. The case continued, a neuroform stent (4.5mm x 20 mm) was placed followed by micrus coils (delta) and bsc (gdc) coils. The 070 stayed stable throughout the case.

Manufacturer narrative:
Conclusion: as per FDA feedback of 08/28/2009, this defect could contribute to injury or death. The DHR for this manufacturing lot has been reviewed. Incident (B)(4): part #1626-03/a. Neuron dc 070 105cmx8cm, shaped tip. Lot # f13971 (released version of manufacturing lot #l13971) coils sub assemblies: pn 1605 (l13876, l13884, l13885). A review of the device history record (DHR) was completed on part #1626-03/a, (lot #l13971). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. All destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Three lots of coils pn 1605 (l13876, l13884, l13885) are used to MFR lot # l13971); the coils are 100% inspected for visual and dimensional measurements. All parts that failed visual inspection or dimensional inspection have been rejected segregated and all subassembly parts released met specifications. The parts released in this lot met process requirement.